Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an upper endoscopy procedure on (B)(6) 2026, for treatment of a stricture. During the procedure, the resolution 360 clip did not deploy during attempt and it did not detach from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.